Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. No unexpected beep anomalies or unexpected circles on display noted. Unable to perform the prime test due to button keypad anomaly. The unit also was received with cracked case at display window corners and minor scratched lcd window.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they were on a canoe trip prior to the alarm. Customer's blood glucose reading at the time of the call was 400 mg/dl and has treated with a vial and a needle. Nothing further was reported.